Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected breast prosthesis rupture, capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with mentor memorygel breast implant gel breast prostheses that both possibly ruptured post implantation. Additionally, the patient developed capsular contracture in both breasts post implantation (baker grade ii in left breast, baker grade IV in right breast). As a result, the patient underwent bilateral explantation. During explant surgery, it was observed that both implants were removed intact. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2026-05579 for the report for the patient¿s right breast prosthesis.